Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. After inspection found w2h reg,needle valve,hp flow cntrl damaged, cracked duckbill filters, powder bowl needs to be cleaned and retubed. Cracked powder bowl pointer. Damaged water flow control on the handpiece cable. Replaced damaged/worn components and recalibrated unit to factory specs.

Event description:
While using a g137 they allege that they had no water and the handpiece warmed up. No injury resulted.